Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician heard a pop sound and discovered that the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted.